Event description:
Patient representative reported on behalf of patient a right side rupture. Patient also mentioned at time of implantation patient had breast cancer. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.